Event description:
Patient used an on-q pump for pain relief following abdominoplasty. Approximately two days later, the patient contacted the physician and complained of very blurry vision, hard to see. The physician provided some unknown instructions to the patient, and about 10 hours later, the patient had clear vision. The patient is doing well now.

Manufacturer narrative:
The device involved in this complaint was received and evaluated. The information contained herein is based on the information provided by the initial reporter and product evaluation. The information provided stated that the patient experienced very blurry vision following the use of a pain pump. The pump was placed following abdominoplasty surgery in 2008. On two days later, the patient contacted the physician stating that she had very blurry vision. He provided some instructions, but it is unknown what the instructions directed. The patient's blurry vision cleared up about 10 hours later. The initial reporter stated that the fill volume of the pump was 270ml and the flow rate was 4ml (dual 2ml catheters). With this information, the pump appears to have functioned properly (270ml / 4ml = 67.5 hours or 2.8 days). The actual hour of initiation and the actual time of patient contact to physician were not known by the initial reporter. The actual pump from the incident was returned and evaluated. The pump was received empty and used. It was refilled with normal saline solution to the nominal fill volume of 270ml, and a flow rate accuracy test was performed. The flow accuracy test results were found to be within specification. We reviewed our device history record, and all manufacturing operations were found to be within specification. In addition, retain samples from lot 772083 (the lot reported) were tested. The pumps were filled with normal saline solution to the nominal fill volume of 270 ml and a flow rate accuracy test was performed. The flow rate accuracy test results were found to be within specification. Based on the test results, we were unable to confirm the reported complaint of a fast flow. If additional information is received pertinent to this incident, a follow-up report will be submitted.